Event description:
Additional information: the reporter said that the patient¿s most recent pump just reached elective replacement indicator (eri) message. When they went in to replace the pump, the entire catheter had dislodged and was coiled behind the pump. They put in a new catheter, a new two-piece catheter, with a new pump, and they put preservative normal saline in the pump. Previous to that, the other pump had run dry anyway, so the reporter did not know what the drug was.

Manufacturer narrative:
Catheter model# 8709sc (B)(4) implanted:(B)(6) 2007 explanted:(B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a loss of pain relief. It was confirmed that the catheter was dislodged. Per reporter, the "entire catheter was coiled behind pump in pump pocket". The pump was eri and was functioning fine. The catheter and pump were replaced after the catheter dislodgement was discovered. The device was discarded by the hospital. It was noted that the patient was doing "fine". The pump was delivering saline.

Manufacturer narrative:
(B)(4) does not apply to this event.